Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: how was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? How was the bleeding addressed? Was the patient on blood thinners prior to the procedure? Was the patient receiving any anti-coagulation therapy post-operatively? Did the patient have an additional tests or procedures related to the bleeding. (Additional lab work, re-operation, scoped, blood products, fluids, etc)? Could you please clarify how long was the delay (hours/minutes)? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, while stapling a piece in the patient's cavity, the product locked, partially sectioning the rectum and not stapling, causing bleeding and an unspecified delay in surgery. It's unknown whether there were any patient consequences.